Event description:
Device 1 of 2, reference MFR report: 1627487-2017-04179. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have both of their leads replaced. The lead was confirmed to have been fractured. During the procedure, it was noted the physician explanted and replaced the patient's ipg with a different model as well. Patient has effective therapy post op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-04179. It was reported that the patient was receiving ineffective therapy. A representative met with the patient on (B)(6) 2017 for reprogramming and noted high impedances. The representative was able to reprogram around the high impedances and gain effective therapy. On (B)(6) 2017 the patient reported that they were unable to turn their stimulation up and were receiving an error message. On (B)(6) 2017 the representative met with the patient and reported both leads had high impedances. X-rays were taken and showed a bend in the lead. The physician suspects that the lead is fractured. As a result, surgical intervention is pending to address the issue. Patient was reprogrammed with coverage for the time being.